Event description:
It was reported to boston scientific via an article published in urolithiasis that a prospective study was conducted to compare the efficacy and intraoperative safety or complications of standard high-power laser with pulsed frequencies of less than 80 hz to extended frequency lithotripsy (80-120 hz) during mini percutaneous nephrolithotomy (minipcnl) for management of urolighiasis. A total of 40 patients were randomized into two groups undergoing minipcnl. All patients had a CT scan, and the largest stone diameter was measured. The mean stone diameter for patients in both groups was 19mm. All procedures were performed utilizing a holmium pulse laser moses 2.0 (lumenis) system. The laser lithotripsy was performed with 365 micron fibers, and the standard supine technique was used. Patients in group a underwent the laser lithotripsy procedure using the standard high-power laser with less than 80 hz. Group b underwent the laser lithotripsy procedure using extended frequency with 100-120 hz. Following the procedure, one patient in group a experienced small bleeding, and one patient in group b experienced a small pelvic perforation. Overall, the endoscopic and radiologic stone free rated was achieved in all patients except for two patients in both groups.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. (B)(6). Use of moses 2.0 with extended frequency and optimized moses vs. High-power laser in minipcnl: a randomized controlled trial. Urolothiasis (2023) 51:75. Https://doi.org/10.1007/s00240-023-01443-5.

Event description:
It was reported to boston scientific via an article published in urolithiasis that a prospective study was conducted to compare the efficacy and intraoperative safety or complications of standard high-power laser with pulsed frequencies of less than 80 hz to extended frequency lithotripsy (80-120 hz) during mini percutaneous nephrolithotomy (minipcnl) for management of urolighiasis. A total of 40 patients were randomized into two groups undergoing minipcnl. All patients had a CT scan, and the largest stone diameter was measured. The mean stone diameter for patients in both groups was 19mm. All procedures were performed utilizing a holmium pulse laser moses 2.0 (lumenis) system. The laser lithotripsy was performed with 365 micron fibers, and the standard supine technique was used. Patients in group a underwent the laser lithotripsy procedure using the standard high-power laser with less than 80 hz. Group b underwent the laser lithotripsy procedure using extended frequency with 100-120 hz. Following the procedure, one patient in group a experienced small bleeding, and one patient in group b experienced a small pelvic perforation. Overall, the endoscopic and radiologic stone free rated was achieved in all patients except for two patients in both groups.

Manufacturer narrative:
Esteban emiliani, andres koey kanashiro, josep balana, sofia fontanet, julia aumatell, julio calderon-cortez, juan iregui-parra, antoni sanchez-pui, francisco sanchez-martin, felix millan, oriol angerri. Use of moses 2.0 with extended frequency and optimized moses vs. High-power laser in minipcnl: a randomized controlled trial. Urolothiasis (2023) 51:75. Https://doi.org/10.1007/s00240-023-01443-5.